Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury. Source - article: saurabh s. Mehta, frcs (ed) tr, orth, adam c. Watts, frcs (tr, orth), sumedh c. Talwalkar, frcs (tr, orth), ann birch, msc, david nuttall, phd, ian a. Trail, md*, early results of latitude primary total elbow replacement with a minimum follow-up of 2 years. Journal of shoulder and elbow surgery 2017, vol. ??.

Event description:
It was reported in a 2017 journal article from mehta, et al., out of eight latitude revision cases, two were revised to convert from an unlinked to a linked assembly due to instability. Source - article: saurabh s. Mehta, frcs (ed) tr, orth, adam c. Watts, frcs (tr, orth), sumedh c. Talwalkar, frcs (tr, orth), ann birch, msc, david nuttall, phd, ian a. Trail, md*, early results of latitude primary total elbow replacement with a minimum follow-up of 2 years. Journal of shoulder and elbow surgery 2017, vol. ??.